Event description:
It was reported that during a procedure, the bump sensor got activated initially and then a warning displayed on screen: "camera infrared lamp is not working properly. This may result in a limited field of view." The system was restarted and case continued with no further issues. Investigation confirmed camera had an illuminator hardware fault.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment and the user reported that a warning was displayed on the screen "camera infrared lamp is not working properly". To recover from this issue the system was restarted. The camera was returned for investigation. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The investigation confirmed there was a relationship established between the reported event and the device. The returned camera was connected to the system and there was an error saying that the "camera infrared lamp is not working properly" and the orange light on the camera turned on. This is indicative of an illuminator hardware fault. The illuminator leds on the camera can go bad over time and they can cause floating dead zones in the camera view. The malfunction is most probably due to supplier / raw material fault.